Manufacturer narrative:
In speaking with olympus technical assistance center (tac), tac advised the customer that this phenomenon indicated that there was grounding interference and/or high frequency interference with the system. The noise generated by the non-olympus system caused noises on the line causing this issue. The customer stated the issue was only with this room. Tac advised the customer to do the following: have the facility manager check the power circuit in the room. Connect the non-olympus cauterizer to a circuit that is isolated from the circuit that the provation and the cv-190 was connected to. Since they had a reference room, someone would have to systematically swap out one component at a time and test the result. The components related to this issue were the cv-190, the maj-1918 usb cable, the maj-1916 adapter box, the 55645lxx-1 trigger cable, the serial-to-usb adapter on from the provation, the provation, and the erbe generator. In regards to the unable to trigger to provation system. The customer needed to troubleshoot to narrow the issue. The issue could have been the user, the scopes, the cv-190, the clv-190, the maj-1918 usb cable, the maj-1916 ada pter box, the 55645lxx-1 trigger cable, the serial-to-usb adapter on from the provation, or the provation. The customer indicated that they might require a field service engineer dispatch to troubleshoot this issue and the customer would have to check it with their manager. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center, when the non-olympus generator energized, the provation would take hundreds of images. Sometimes the image would flicker as well. The device also had intermittent issue with triggering the provation to capture images. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned, and the phenomenon was not reproduced, thus, a root cause could not be identified. No additional information was obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.